Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that on (B)(6) 2022, the patient had urinary incontinence and when the urinary foley catheter was placed, the fluid in the balloon of the three-lumen urinary catheter could not be extracted. The three-lumen urinary catheter was replaced again. The indwelling catheter was placed after the examination and it was normal. Device failure performance was mentioned as partial block and injury performance was mentioned as block. Per follow up information received via ibc on (B)(6) 2022, stated that the user was indicating that the inflation lumen seemed to be blocked when they tried to remove the water. The foley catheter was removed and replaced with a new one.